Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for four patient samples tested for elecsys tsh assay (tsh) and elecsys ft4 ii assay (ft4) on an e602 analyzer. The first patient sample initially resulted as 0.081 uiu/ml for tsh and this value was reported outside of the laboratory to the patient. The patient's doctor contacted the laboratory since the value was not in accordance with the patient's clinical picture. A second sample was then collected from the patient and tested for tsh on an unknown analyzer at an external laboratory. The second sample had a tsh result of 39.0 uiu/ml. The second patient sample, from a (B)(6) year old male, initially resulted as 0.064 uiu/ml for tsh on (B)(6) 2016 and this value was reported outside of the laboratory to the patient. The patient's doctor contacted the laboratory since the value was not in accordance with the patient's clinical picture. A second sample was then collected from the patient and tested for tsh on an unknown analyzer at an external laboratory. The second sample had a tsh result of 46.0 uiu/ml. The third patient sample, from a (B)(6) year old male, initially resulted as 7.75 ng/dl for ft4 on (B)(6) 2016. The initial value was not reported outside of the laboratory and the sample was repeated by the customer since it was not in accordance with the patient's history. The sample was repeated, resulting as 1.46 nmol/l for ft4 on (B)(6) 2016. The repeat result was reported outside of the laboratory. The fourth patient sample, from a (B)(6) year old male, initially resulted as 7.77 ng/dl for ft4 on (B)(6) 2016. The initial value was not reported outside of the laboratory and the sample was repeated by the customer since it was not in accordance with the patient's history. The sample was repeated, resulting as 1.23 nmol/l for ft4 on (B)(6) 2016. The repeat result was reported outside of the laboratory. The patients were not adversely affected. The tsh reagent lot number was 137811 and the ft4 reagent lot number was 188609. The tsh and ft4 reagent expiration dates were asked for, but not provided. The field service representative determined that the analyzer monthly and three month maintenance were out of date. The field service representative performed all maintenance items. She also noticed that the wash tank was really dirty and the pinch tubes were very damaged. The sample probes were dirty and yellow. She reviewed pre-analytic sample handling at the site and it was noted that many samples arrive at the customer site already centrifuged and with fibrin, erythrocytes, or without sample volume. She discussed maintenance and sample handling with the customer. A specific root cause could not be determined based on the provided information. A general reagent issue can most likely be excluded. The most likely root causes are related to cleanliness of the analyzer, maintenance status of the analyzer, and pre-analytic sample handling.